Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty communicating the ipg post permanent implant procedure due to swelling and inflammation with redness and bruising at the ipg site. The physician believed that symptoms were normal post-surgical healing. The patient was placed on antibiotics and was doing well postoperatively.